Event description:
I was coming home from a short stay from a broken ankle in 2 places. I was given a walker and wheelchair that someone stole from an individual when I passed out on the street and having all my clothes off and put me in an ambulance with a 108 temp and there was lifesaving required. So, I was at home maybe a week and a walker and wheelchair showed up at my door and I was very happy. It was a beautiful black nitro sprint from drive. I guess most of the medical devices out there are from drive that is why it seemed to me that they would help a person who is down not kick them. So, first I'll say I am 260 lbs and the walker is good for people up to 450 lbs. I was reaching to the left side about a little higher than my side and the back strap broke, well snapped on me and I went straight down and I banged my head. I also broke two of the screws holding the 2 of 4 part of the bone healing. My ortho was very upset that it happened but I did have to crawl off the floor to get up off the ground. In doing so and in the process, I had to put weight on it and it broke the screws that I was not supposed to put weight on. I really did hurt my heels on the left side, well the same side I had the operation on. Not knowing I thought the company really had the best way to help me. Well, that was not the case they got everything they could to be able to kick me while I was one the ground. They want to take walker from me and over and over want me to send it to them. I said not until I see what it means to me to do so. I will never give it up until the right people want to see how it happened. Drive is such a very bad company and just so sneaky. If I were back again, I would have used a different company. It just hurts the heart a little to having this company get all the stuff they need so they can use it all against me.